Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the volume discrepancies is unknown but is mechanical in nature and related to the pump. The volume discrepancies have not been resolved because the patient is elderly and does not want the pump replaced so they are working with the volume discrepancies. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 40mg/ml for a total dose of 6.895 mg/day, clonidine 800mcg/ml for a total dose of 137.9 mcg/day, and bupivacaine 10mg/ml for a total dose of 1.724mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient has had a significant discrepancy in drug expected versus drug withdrawn from the pump at past two refill appointments. According to the healthcare professional (hcp), there was approximately a 15ml discrepancy at the (B)(6) refill appointment. At that refill, there were approximately 15mls less than expected withdrawn from the pump. Also at that refill, the pump was filled with 35mls, the rate was decreased (B)(4) and the patient was brought in earlier to check the pump. At today's refill ((B)(6) 2017), the drug was withdrawn with an expectation of pulling 25.9mls out, but only 20.9mls were pulled out. It appears that the pump may be over infusing. The only symptoms that manufacturer representative (rep) was aware of was that on 3 occasions, the patient has gone through a short period of feeling overmedicated after a refill, but this seems to resolve itself pretty quickly the rep was told. Otherwise, it seems that the patient does fine with her therapy. The hcp has been tracking the potential over infusion at each refill and compensates accordingly for the patient. There was no factors that may have caused, contributed, or led to the event that the rep was aware of. Troubleshooting has taken place during the refill procedure. Basically looking to see how much drug was withdrawn versus what was expected to be withdrawn. The hcp is very experienced with pumps, and has been monitoring the situation at each refill and compensates with programming and refill intervals. It was unknown if the issue was resolved at time of the report, and pump remains implanted. It was noted that surgical intervention did not occur and it was asked, but unknown if surgical intervention was planned. Patient's status at time of report was "alive-no injury." No further complications were reported/anticipated.